Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the patient had obtained blood glucose readings ranging from 39 mg/dl to 560 mg/dl for three days. The patient reported no symptoms with the low blood glucose levels, and experienced the symptom of nausea with the high blood glucose levels. The patient corrected her blood glucose levels with either insulin bolus doses or consuming carbohydrates; she did not seek any medical attention. Troubleshooting revealed the basal rate was correct, total basal/bolus doses given corrected matched those programmed and the pump¿s date was correct. It was also determined the pump¿s time was incorrect, off by one hour. This setting was corrected during the troubleshooting telephone call. There is no evidence the pump was not functioning appropriately. The patient¿s technique was incorrect by programming the pump with an incorrect time setting. However, as the patient suffered blood glucose levels suggesting severe injury while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/08/2014 with the following findings: there was no data from the time of the event in the pump history due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.